Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported, that diagnostics indicated high impedance readings and the patient was not receiving effecting stimulation. An x-ray inspection was done which suggested that the penta paddle lead may not have the electrodes positioned facing down on the dura. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s lead was revised and repositioned. The patient was reprogrammed and therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.